Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was implanted on (B)(6) 2025. The bedside nurse called and reported a yellow banner was present on display screen that read "replace system controller." The nurse examined the system controller and reported the green arrows were on, but the nurse said nothing came up on the screen when she pressed the display button. Log files were sent for review and confirmed a system controller fault on (B)(6) 2025 due to an intermittent communication failure between the system controller processor and the liquid crystal display (lcd). Technical services recommended that the system controller be replaced when safe for the patient to do so. The issue had not interfered with pump operation. The system controller was exchanged on (B)(6) 2025 and the alarms resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm was confirmed via the log files. The log files captured controller fault alarms from 08may2025 ¿ 12may2025. The alarm¿s sub-fault indicated that the controller¿s liquid-crystal display (lcd) printed circuit board (pcb) was intermittently unable to properly communicate with the controller¿s main pcb, and the alarm cleared and reactivated throughout the data. The pump operated as intended. The returned system controller (serial number (B)(6)) was functionally tested and performed as intended. Atypical events and alarms were unable to be reproduced throughout all testing. The controller was opened and was inspected at a component level, and the lcd pcb and its connection to the main pcb appeared unremarkable. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for system controller showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ and the heartmate 3 lvas instructions for use section 7 ¿alarms and troubleshooting¿ instructs users on how to identify and respond to alarms that sound from their controller, including controller fault alarms. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.